Event description:
It was reported that a pump declared an altitude alarm 21. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer had experienced this issue with the same pump before and was following precautions to prevent it, such as not exposing the pump to condensation or humidity. Tandem technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery.